Event description:
The account generated false negative architect syphilis tp result on a patient (35 year old male) sample that did not match patient clinical history when processing on the architect i2000sr. The sample generated architect syphilis tp negative of 0.95, 0.86, 0.93 s/co. The sample also tested tppa negative. The patient has a history of syphilis. No additional specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product list 8d06, that has a similar us product distributed in the us, list 8d06-31 / 41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review of complaint data for the likely cause list number does not identify any adverse trend. Labeling review concludes that the issue is adequately addressed. A review in the corrective and preventive actions system does not identify any non-conformances or deviations associated with the likely cause lot number and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. Based on all reviewed data, it is concluded that there is no general issue with the architect syphilis tp reagent lot identified in this complaint. No product deficiency was identified.